Event description:
The customer reported to olympus, the white insulation was coming off the distal tip of the jaws, in small threads. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The subject device was returned to an olympus repair center for evaluation and the customer¿s reported issue was confirmed. The device evaluation found the insulating body between the jaws is slightly frayed, which can be traced back to wear and tear. This wearing is directly related to the intensity of use and method of reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The root cause for the reported issue cannot be definitely determined. Based on the inspection findings and the incident information provided, the reported failure was most likely due to wear. In chapter 7.3 of the instructions for use, a manual precleaning of the distal end in 3 % hydrogen peroxide solution is recommended (in addition to the machine reprocessing). Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted if any additional information is provided.